Event description:
A caller reported that the pump battery would not charge and a power source alert was received. There was no adverse impact to the customer's blood glucose level. The customer had already attempted various troubleshooting steps, such as using different charging cables and wall adapters, without resolving the issue. Technical support decided to replace the pump and confirmed the shipping address for the replacement. The pump was under warranty, and the customer planned to use a backup therapy of multiple daily injections (mdi) to ensure insulin delivery was not interrupted. The customer was instructed on how to store the pump before returning it using a pre-paid label.